Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated device button are unresponsive and the display screen was frozen. Advised customer to remove battery and insert a new battery. Customer advised to wait two hours and contact again if insulin pump is still frozen. Blood glucose level was 151 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.